Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had trouble getting her pump to fill the tubing. Customer stated that she is stuck on the rewind complete screen. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer recently took her blood glucose and it prompted her to go deliver a bolus but she was not able to. Due to the pump's esc/act button behavior, the pump appears to be in the rewind loop. Customer was assisted with setting the time and date. The loop occurred due to the customer attempting a bolus while in the rewind/fill tubing process. Customer treated with a syringe. Customer changed out the battery and it did not resolve the issue. Customer stated that she was able to get it going again.